Event description:
It was reported, the pt was feeling the stimulation from the scs system, however, he also was feeling breakthrough pain. The sjm representative met with the pt for reprogramming. Follow up identified the physician opted to surgically reposition the lead to address the issue. It was reported the pt received effective stimulation post-operative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.